Event description:
The patient was revised on (B)(6) 2021 due to loosening. Approximately one year after the first surgery. Th surgeon explanted centered head 43/16, anchor base ø34, 2 peg glenoid and double taper. The surgeon implanted humeral cup 40+3, humeris stem size 12, glenoid base plante and centered glenosphere with screw.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.